Event description:
Same case as: 2134265-2013-07960, 2134265-2013-07961 and 2134265-2013-07742. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention procedure, an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter. When advancing the catheter to the 90% stenosed lesion in a moderately tortuous vessel, the motor drive unit (mdu) was unable to pullback and the catheter stopped imaging. The catheter was exchanged for another opticross catheter and the mdu failed to perform pullback. The procedure was completed with another mdu. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).